Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 416 mg/dl. He treated with an insulin pump bolus. Troubleshooting was declined for the high blood glucose. The no delivery alarm was resolved by changing the infusion set and reservoir. The reservoir will be returned for analysis.